Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation it was reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (c-utlm-701j-abrm-hc-rd) was found leaking. A possible obstruction was felt when attempting to flush the line. The catheter was removed and replaced upon noticing this failure. Cook became aware of this event on 17 jun 2020 upon being notified by from waikato hospital. The patient reportedly experienced no adverse effects as a result of this incident. A review of the instructions for use (IFU) and quality control, as well as a visual inspection and functional test of the returned device, was conducted during the investigation. One used triple-lumen cvc was returned to cook for evaluation. Upon visual inspection, no biomatter was noted on the surface of the device; however, a crack was visualized on the blue hub. A functional test confirmed that the device's blue hub leaks. No other abnormalities were noted. Cook has concluded that this device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify and prevent this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be conducted due to a lack of lot information provided from the customer. A review of sales records to the customer was also unable to sufficiently narrow down the lot number for this event. Based on this information, cook has concluded that there is no evidence suggesting that non-conforming product exists either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ctulmabrm_rev7 [cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings ¿ do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. ¿ to safely use catheters with a power injector, the technician/health care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10ml/sec. ¿ do not exceed the maximum flow rate of 10ml/sec. Exceeding the maximum flow rate of 10ml/sec may result in catheter failure and/or catheter tip displacement. Precautions ¿ if lumen flow is impeded, do not force injection or withdrawal of fluids. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Notify attending physician immediately. How supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, evaluation of the returned device, and the results of the investigation, a definitive root cause for this event was unable to be established. A CAPA is currently open to address the issue of cracked hubs in this product line. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(6). Occupation: regulatory affairs specialist. The patient required an additional procedure to remove and replace the device. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the middle lumen of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was found leaking. Consequently, the device had to be removed and replaced. The device was placed in the patient's groin area to be used for administration of medication. The leaking was discovered when the user was attempting to flush the middle lumen. It was noted that "possible obstruction" was felt. Fluids administered include inotropes and sedatives. Additional information regarding the device and event has been requested but is currently unavailable.